Manufacturer narrative:
Device evaluation : one portex sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and a tear in the cuff was found. A leak test was performed and a leak was detected in the cuff of the returned sample as there was a small tear found in the cuff. To further investigate the leak, relevant documents were reviewed and deemed adequate. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence and testing, the complaint was confirmed. User interface was noted to the event problem source as it was determined the cuff tear likely occurred from contact with sharp edges, which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges".

Event description:
Information was received that the air pressure of the cuff of a smiths medical tracheostomy tube was checked at each shift change, until on the 15th day of product use, the cuff was noted to be torn. It was noted on the 14th day of product use that cuff was gradually deflating. No patient injury resulted.